Event description:
The device was used during an unspecified procedure on the rectum. Reportedly, the instrument jammed shut. Another instrument was used to complete the procedure. The hosp has reported no pt injury at this time.